Manufacturer narrative:
This is one event (cardiovascular) of three events reported for the same patient involving three separate products.

Event description:
The plaintiff's attorney alleged that the patient experienced cardiovascular events on or about (B)(6) 2012 and (B)(6) 2013 and subsequently expired on or about (B)(6) 2013 after the use of the product.